Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer's mother reported that her son "did not have good bg control with this pod." After 12 hours of wearing the device, he experienced high bg levels (greater than 250mg/dl). The pod was removed and a manual insulin injection was administered. Upon inspection, the mother noticed that the cannula was "bent", though no alarm had been initiated. The pod was discarded and will therefore not be returned for evaluation.